Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had not alarming at low reservoir and experienced high blood glucose level of 280 mg/dl. The customer¿s blood glucose level was 280 mg/dl. Customer states pump is not working as it is supposed to work. The customer was assisted with troubleshoot for beep/vibrate anomaly and customer states pump is currently vibrating. Pump is set to beep. Customer states they are having trouble hearing the beeps. Customer assisted in performing a self-test. Pump did not beep during the tone test and was reported as failed self test. Customer ran out of insulin and was out for 3 hours because she was not alerted to the blood glucose 91-280 mg/dl..... Blood glucose is 280 mg/dl at the time of the event. The customer was advised that the pump will be replaced and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. No button error alarm noted. All buttons functioning properly. No moisture/ damage/unlocked lcd keypad connector noted. Unit was received with normal operating currents. Also passed self test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime/compromised force sensor system test, excessive no delivery test and displacement test. Unit audio/beep/vibrate when low reservoir alarm function properly and no anomaly noted. Unit had minor scratched lcd window, cracked reservoir tube lip and scratched reservoir tube window.